Manufacturer narrative:
Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The instructions for use list the perforation as a potential complication associated with upper gi endoscopy. Prior to distribution, all cook achalasia balloons are leak tested to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action is warranted at this time. This report represents an unusual occurrence. Qa will continue to monitor for complaint trends.

Event description:
A wilson-cook achalasia balloon was used during a dilation procedure. A device failure was not reported. However, esophageal perforation occurred. The user is not alleging the device caused the perforation. This was only mentioned to the cook area rep by the medical facility because a cook balloon was used during the procedure. Use of the wilson-cook achalasia balloon could have contributed to the reported esophageal perforation. Surgery was required to the reported esophageal perforation. Complications were not reported.